Event description:
The hospital reported that before the procedure for an coronary artery bypass, hst iii system (3.8mm) , during loading the proximal seal and delivery device became separated. The device fail to load during pulling the delivery device. Blue slide lock is locked. The white plunger was not pressed. They opened another set of heartstring and finished the surgery. No procedural delay. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). He device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/05/2023. An investigation was conducted on 06/06/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed inside the loading device. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal, no cracks or delamination was observed. Measurements of the delivery device were taken; the inner diameter was measured at 1.96 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.51 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "unraveled material" was not confirmed, however the analyzed failure "fitting problem" was observed. The lot # 3000274594 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that before the procedure for a coronary artery bypass, hst iii system (3.8mm) , during loading the proximal seal and delivery device became separated. The delivery tube and proximal seal separated during pulling the delivery device from loading tube. The seal loaded properly. Blue slide lock is locked. The white plunger was not pressed. The seal did not unravel, it remain in the delivery tube. They opened another set of heartstring and finished the surgery. No procedural delay. No harm to the patient.